Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported about 1-1.5 weeks ago, prior to (B)(6) 2020, the patient was riding in a car and suddenly felt like the power of the ins jumped up to 10 and the patient had to have the driver pull over. The patient noted they laid on the grass to try to get the adaptive stimulation to switch to a different setting and it would not switch. The patient did not have the controller with them and had to drive home while in such pain. The patient got home and turned off the therapy. The patient did not check to see what programming or setting they were on. The patient stated the next day they turned stimulation back on and had not had the same issue since. The patient stated they had not had any falls or trauma. The patient was redirected to their healthcare provider to have the ins and leads checked. No further complications were reported or anticipated.